Event description:
The customer reported that vasoseal was used following a percutaneous transluminal coronary angioplasty/stent procedure. On the f/u visit, a pseudoaneurysm was detected and successfully compressed with ultrasound.